Event description:
Customer reported an issue with the pump, stating that remaining units in the cartridge were not counted correctly. There was no adverse impact to the customer's blood glucose level. Further investigation showed that no alerts or alarms were present in the pump history. Upon testing, the pump delivered insulin normally, with measurements matching the expected amounts, indicating the pump functioned correctly despite initial concerns.